Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was further reported that the right atrial (ra) lead was replaced due to an upgrade. During the extraction attempt the ra lead was damaged. No patient complications have been reported as a result of this event.